Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and a pinhole was noted. The procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: wolverine cb mr, ous 10mmx2.50mm, catheter was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. Visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. The device was attached to an encore inflation unit, and the balloon was observed to have a pinhole leak when tested. A detailed microscopic examination of the balloon identified a pinhole leak 1mm proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. A microscopic examination of the tip, proximal and distal markerbands identified no damage.

Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and a pinhole was noted. The procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.